Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during a pre-use check, the cuff would not inflate. No patient injury was reported.

Manufacturer narrative:
Four (4) photos and one device received in use condition with the original packaging opened. The device was visually inspected at a distance of 12 to 16 inches and normal conditions of illumination; no visual defects were detected in the device. A leak test was performed, and the cuff failed to inflate, the air remained in the pilot balloon confirming the complaint. A root cause was attributed to production personnel did not remove the hf" excess from the inflation line during manufacturing. A device history record (DHR) review showed no issues, nonconformance's reported during the manufacture of the reported lot number. Notification was made to all operations personnel as awareness to follow procedures. This issue will continue to be monitored and further actions taken accordingly.